Manufacturer narrative:
Incidental findings: wire fatigue, fluid ingress manufacturer's investigation conclusion: the reported event of damaged strain reliefs was confirmed via visual analysis. The reported atypical low voltage alarms were not confirmed. The heartmate ii system controller (serial #: (B)(6) ) was returned for analysis, log files were submitted for review, and a log file was downloaded for review as well. The log files spanned approximately 23 days (25jun2021 ¿ 19jul2021 per timestamp) and approximately 16 days (10aug2021 ¿ 27aug2021 per timestamp). Throughout the log files are low voltage alarms while connected to 14v battery power; however, these were determined to be due to normal depletion. Prior to the low voltage alarms, it was also observed that the 14v batteries connected to the controller were not fully charged. There were no other notable alarms in the log file. Pump operation was not affected. The heartmate ii system controller was able to pass preliminary testing and was able to pass burn in testing. During functional testing the system controller did not pass 4 stages of testing due to slightly higher than expected resistances on the system controller power cables. Despite the system controller not passing these stages of testing, the controller was able to function as intended. Although not confirmed, the higher resistances may have contributed to the reported low voltage alarms. Additional information communicated on 21sept2021 indicated that the reported alarms resolved after the system controller was exchanged. The root cause of the reported damage and low voltage alarms were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to use fully charged 14v batteries when exchanging power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported beeping while on batteries every night around 9 pm which resolve on their own. The batteries had 3 lights worth of battery at the time of beeping. Log file analysis captured low battery advisories due to depleted batteries in-use/normal battery depletion. The patient was seen in clinic with reports of low voltage advisory alarms when connected to batteries which he believed occurred from the black power cable. The patient reported that the battery gauge had two lights remaining and had plenty of battery power remaining. The alarms cleared when he repositioned the batteries. The patient had visible damage to the white power cord and silicon tape on driveline covering slits (cosmetic in nature). He was given new batteries and clips which did not resolve the alarms. Log file analysis captured abnormally low voltage readings while connected to both batteries and power module. This showed signs of the controller leads being worn. It was recommended to replace the controller.